Event description:
As reported, this 58-year-old, male patient had a left initial tka. The press fit femoral component showed loose on a bone scan and the patient was revised. The patient was revised to a constrained size 4 left side and a size 4/13mm ps liner with a 18x80 cemented stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No further information. Photos and x-rays provided. The devices are returning on rg589738. 510k: k181794.

Manufacturer narrative:
H3: the revision reported was likely the result of the femoral loosening, prosthesis wear of the tibial insert, and/or due to the inclusion of the polyethylene in the packaging recall. The loosening of the femoral component could not be confirmed but could be the result of a weakened biologic integration of the femoral component at the bone-implant interface. The wear of the tibial insert was likely the result of joint instability and/or high flexion causing the femoral cam to abnormally articulate with the tibial spine. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Concomitants: truliant tibia insert ps size 4 13mm - cn: (B)(4) / sn: (B)(6).